Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to external contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during kit inspection, the comb (grid) in the device is bent. There was no patient involvement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that during kit inspection, the comb (grid) in the device is bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that comb badly bent and roller gear are damaged. There was corrosion between side plate and carrier guide. Repair of the electric dermatome has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.